Event description:
It was reported that the pump's touchscreen was unresponsive, preventing customer interaction. The customer declined to provide information regarding any potential impact on their blood glucose level. The customer attempted a pump reset following complete instructions, but the issue persisted, leading to the replacement of the pump under warranty. Customer was informed of the need for backup therapy using multiple daily injections and instructed on returning the defective pump.